Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of the reported issue is that the scope connector had fluid/leakage. The most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited an e315 unsupported scope error, and a b30 scope communication error. There was no patient involvement.